Event description:
The customer reported a failure to discharge at 100 joules. They delivered a shock at 150 joules. There was no impact to the involved patient.

Manufacturer narrative:
This customer reported a failure to discharge at 100 joules. They delivered a shock at 150 joules. There was no impact to the involved patient. They were performing a synchronized cardioversion. The hospital biomed and the philips field service engineer both evaluated the involved defibrillator and it passed all testing. Synchronized cardioversion requires r-wave markers for delivery of energy on the appropriate spot on the waveform. The users did not select a different monitoring lead to ensure one r-wave marker for each r-wave. We are considering this as a user misunderstanding.